Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for acinetobacter lwoffi (7cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report. The event date was unknown.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram positive bacteria (3 ufc/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) reported that the date of for the initial report was august 12, 2021, not august 16, 2021. Therefore, of the initial report is corrected to august 12, 2021. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined since omsc could not confirm relation between the event and the device by considering the following investigation result. Growth of microorganism was confirmed from culture testing by the user after reprocessing as follows. Rinse: 7cfu acinetobacter lwoffii. Channel: 1cfu staphylococcus capitis. Though lower than the standard value, growth of following microorganism was confirmed when (B)(4). Culture tested after reprocessing in accordance with IFU before repair. Distal end: 1cfu/endoscope micrococcaceae. Channel rinsing water: 3cfu/endoscope gram-positive bacteria. No abnormality of the channels, trace of water invasion, or leakage was confirmed from the device.